Event description:
Pt bit approx 1 1/2 " off end on a yankauer sucction tube while attempts being made to suction out pt's mouth. End was removed from top of vocal cords. Pt suffered no long term effects.